Event description:
The patient's devices were returned to bsn for an unknown reason. The physician has no information on the patient's explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. Ipg exhibited normal device characteristics. The damage to the leads was consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
The patient's devices were returned to bsn for an unknown reason. The physician has no information on the patient's explant procedure.